Event description:
It is reported that the device may not infuse rapidly. The h-1200 decreases the delivery rate considerably after half the bag is delivered.

Manufacturer narrative:
The device was returned with an opened back cover. Visual inspection found a cracked return tube at the elbow. A functional test was performed; the reported problem was not duplicated. The complaint was not confirmed. The return tube was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.